Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the pneumatic interface and inspiratory flow module printd circuit boards and upgraded the software to the current revision. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, when a 980 ventilator was powered on it failed the power on self test (post). The ventilator was not connected to a patient when the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.